Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by colombia that during service and evaluation, it was determined that the air oscillator device would not run. It was further determined that the device failed pretest for check the starting behavior, check frequency, minimum 12¿000 to 16¿000 oscillation/minute, check for air leak, check for excessive noise, check for immediately stop, check symmetry, general condition and check history. It was noted in the service order that the device had a functional damage and would not start. It was reported the device would not run. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.